Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes break off while brushing, break off at the little button at the top of the brush [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 18-apr-2017 that the oral-b power oral care refills precision clean break off while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer further described that the brush heads break off at the little button at the top of the brush. The consumer scratched the logo with a coin, and the logo did not come off. The consumer had previously used this exact version of brush head. No symptoms developed.